Event description:
It was reported that this patient received an inappropriate tachy shock. Reportedly, the patient has a left ventricular assist device (lvad) and the subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed this device signals. Upon device interrogation, the s-ICD displayed a red screen warning message. A software corruption of the patient and device information was suspected. However, the device data was sent for engineering analysis, and no unexpected resets or faults were noticed. No corruption was noticed. Some faults and actions were recommended that should fix this issue. An auto setup of the vector configuration was performed, and small amplitude signals were noticed in all possible choices. Despite the small signals, technical services recommended to program the alternate configuration as it was the only sensing option suitable for this patient, and to confirm no oversensing with this vector. Further information was received indicating the s-ICD system tachy therapy was turned off due to the mentioned issues. This implantable electrode remains in service and no additional adverse patient effects were reported.